Manufacturer narrative:
H3 : product analysis was completed and visually, there was surgical tape wrapped around the mid-section and proximal portions of the device when returned. Additionally, there was a yellowish residue on the distal end of the flex circuit. Electrically, the maximum resistance from electrodes to pins shall be 20 ohms and the actual measurements were 12 ohms (blue with clear tubing), 13 ohms (blue), 10 ohms (red), and 12 ohms (red with clear tubing) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the electrode leads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and there was no excessive feedback during the noise test. There was no intermittent behavior while manipulating the flex circuit, wire harness, or connectors. In the returned condition, there was no out of specification condition that was related to the complaint. H6: codes updated. Previously applied codes fdm b17, fdr c20 and fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, it was unable to obtain positive response after around 1.5 hours into the operation. There was no muscle relaxant on board or too much fluid in the field. The user received response previously but response was suddenly lost. No displacement or movement of the tube was done during the procedure. The procedure was completed by inserting the electrodes into the vocalis muscles. There was a procedure extension of ten minutes and there was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.